Event description:
On (B)(6) 2009, pt reported the piston rod becomes blocked during retraction and e10 (cartridge error) appears. Pt sated she also received e6 (mechanical error) at the beginning of the month. Pt reports she switched to her backup infusion device at the beginning of (B)(6) . Reviewed causes of each error message. Pt reported condensation was noticed in the insulin cartridge chamber "a couple of months ago." She stated condensation was on the chamber wall and smelled like insulin. Pt reported she does not attach adapter or infusion tubing before inserting insulin cartridge and occasionally notices insulin push out of top of the insulin cartridge. Reviewed risk of insulin collecting and crystalizing near piston rod. Advised to always attach adapter and tubing first. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.